Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous lesion in the anterior descending coronary artery. A xience stent was implanted first in the descending artery without issue. The 2.25x15 mm xience sierra stent delivery system (sds) had great difficulty being advanced to the diagonal artery and when it was removed from the anatomy, the distal stem [shaft] was dislodged [broken]. Another xience sierra stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was returned for analysis. The reported shaft break was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure as it is likely the device interacted with a heavily calcified and mildly tortuous artery causing the reported failure to advance. The investigation was unable to determine a conclusive cause for the reported shaft break as no shaft break was noted during return evaluation of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.